Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an episode of non-sustained lead noise was detected. The lead was capped and replaced. The patient condition was good after the event.